Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was programmed to surescan safe mode precedent the patient brain magnetic resonance imaging (MRI). As it was observed that the patient state deteriorating, the surescan safe mode was turned off. The patient was asystolic and cardiopulmonary resuscitation was performed. It was reported that the patient had multiple organ failure and subsequently died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that there was no device issue experienced and that the ipg was functioning appropriately. It was clarified that a patient medication issue contributed to their demise.